Event description:
As found through medical record review, the patient had an explant of the sapien 3 valve around 2 years post implant in an aortic root homograft (exact implant date could not be determined). The patient had a complex cardiac history with multiple comorbidities. The patient's hospital admission was related to the acute heart failure caused by severe prosthetic mitral regurgitation and stenosis. The aortic tavr was functioning with a gradient within the expected range. There was mild periprosthetic regurgitation of the aortic valve. Thickening/calcification of the bioprosthetic aortic valve leaflets were noted with a homograft that was totally calcified. The tavr was subsequently explanted during the mitral valve surgery for this reason. The patient was critical coming out of surgery and over the following 24 hours with postoperative acute respiratory and renal failure in the setting of severe peripheral vasodilation and cardiogenic shock. The patient was placed on vv ECMO and had a temporary hemodialysis catheter placed. The patient continued to decline and per family wishes, care was withdrawn. The patient subsequently passed away. Although the patient expired, there is no allegation that an edwards device caused or contributed to the death per tte prior to the explant showed thickening/calcification of the bioprosthetic aortic valve leaflets was noted without obvious mobile vegetation. The gradient recorded across the prosthetic aortic valve was within the expected range. There was mild periprosthetic regurgitation of the aortic valve. The av peak gradient was 21.7 mmhg, the av mean gradient was 11 mmhg, and the av area vti was 2 cm.

Manufacturer narrative:
Although the patient expired, there is no allegation that an edwards device caused or contributed to the death. Investigation is ongoing. The dates of implant is unknown; however, medical records indicated the implant occurred in 2019. For this reason, the first day of the reported year ((B)(6) 2019) was used as the implant date.

Manufacturer narrative:
Updated h.6 type of investigation, investigation findings, and investigation conclusions. The valve was not returned for evaluation. Additionally, as no valve serial number was provided, a DHR review and lot history review are unable to be performed. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra ) nor corrective or preventative actions are required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve (thv) procedure, additional assessment of the failure mode is not required at this time. The valve calcification was confirmed based on the medical records reviewed. Since the valve serial number was not provided, a review of the DHR was unable to be performed to confirm that no manufacturing non-conformances potentially contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo a process used to reduce calcification variability and lower calcification levels. Clinical results of thv implantation show similar mortality and significantly lower structural valve deterioration (svd) rate compared with surgical aortic valve replacement after years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported events of valve calcification did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. Additionally, no evidence of a product non-conformance or device malfunction were found in any of the valves returned for these complaints. Per the event description, three years post-tavr of s3 thv in aortic homograft, the thv was explanted due to complete calcification of the homograft (performed during mitral valve replacement surgery). A review of the medical records provided confirmed the presence of calcified/thickened leaflets in the bioprosthetic valve. Additionally, the medical records provided revealed multiple prior aortic valve surgeries and a history of diabetes, which is a known risk factor for bioprosthetic valve calcification. In this case, available information suggests that patient factors (diabetes and progressive valvular disease) may have contributed to the reported event.